Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a piece of the active waveguide disengaged and fell into the patient cavity during a laparoscopic myomectomy. The piece was retrieved by the surgeon. There was no patient injury. Another dissector was opened and used to successfully complete the procedure.